Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported experiencing high blood glucose in the 200 to 400 mg/dl range. Customer stated when he would rewind the insulin pump, the piston would not move all the way back and he would have to rewind it again. Customer stated the reservoir was empty after he filled the tubing and it was unknown if there was a leak. Upon removal of customer's infusion set, the customer was bleeding excessively. The customer stated he experienced headache and dizziness on (B)(6) 2015, and was on the roof and fell down. He did not seek medical attention. On the morning of this report, customer's blood glucose was 384 mg/dl. The insulin pump passed the displacement test. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles, but stated the insulin was cloudy the previous day, but insulin was clear following reservoir change on date of this report. Customer was advised to contact healthcare provider. Device will not be returning for analysis.